Manufacturer narrative:
H3 ¿ analysis of the communicator found ¿charging port loose¿. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID: hh90t02, (lot: rf8nboykfrd); product type: 2201-mobile platform; implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: product ID: tm90t0, (serial: (B)(6)); product type: 0001-accessory; product ID: hh90t02, (lot: rf8nboykfrd); product type: 2201-mobile platform, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device to an implantable pump infusing an unknown drug for spinal pain. It was reported that the communicator was not charging since 2 weeks ago. The patient stated the manufacturer representative told them to call the manufacturer's patient services. The patient stated the communicator port was not holding the cord to charge. The issue was not resolved. A request was sent to the repair department to replace the communicator.